Manufacturer narrative:
The hospital severed the percutaneous lead and the pump remains off, implanted. The patient was discharged home and continues to be asymptomatic. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented to the nurse practitioner with red heart alarms with low flows and pump stoppages. The patient had reported not been feeling well for a couple of days and his blood pressure (bp) high (160/90). The patient was transferred to the implanting center where a nitro gtt was started to get the bp under control. The patient's mean arterial blood pressure (map) stabilized however, power spikes were observed along with low flow and pump stoppages. The patient's lactate dehydrogenase (ldh)level was reportedly elevated (1100) compared to previous lab work. Based on the patient's signs and symptoms, a potential pump flow obstruction was suspected. An echocardiogram (echo) was performed and the hospital's plan was to start the patient on heparin and integrelin to attempt to breakdown the suspected obstruction. The manufacturer received additional information indicating that, after several pump stoppages, the hospital decided to start the patient on palliative milrinone and lvad support was discontinued. The hospital was planning on transferring the patient to hospice care.